Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0303x, product type: lead. Product ID 3387s-40, lot# va0303x, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported having neck pain that started about 3 months ago. The patient noted they needed an MRI and it was unknown if the pain was related to the device or not. The patient noted he has been going to the chiropractor and the pain is starting to subside. The patient is implanted for parkinson's dual and movement disorders. Additional information was received from the healthcare provider which indicated a concern for lead malfunction. It was also reported that the patient has an open circuit which needs to be explored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.